Manufacturer narrative:
Other relevant device is: catalogue # etbf3616c145e, serial # (B)(4), use by date 2017-05-20, upn# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a greater than 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one year and seven months post index procedure, the patient presented emergently with abdominal and back pain. It was discovered that the endurant ii stent graft system had bilateral distal type I endoleaks. The physician elected to implant bilateral iliac limb extensions and implanted a proximal extension. The proximal extension was implanted as a proactive therapy to eliminate any undefined or non-identified proximal endoleaks. The event was resolved. Per the physician, the cause of the event was due to dilatation of the common iliac arteries from the disease state. No additional clinical sequelae were reported and the patient is fine.